Manufacturer narrative:
H.6. Investigation summary: it has been received 1 used sample of 50ll lot 1804257 for investigation. Upon visual inspection of the sample and pictures received it can be observed a screw inside the syringe. DHR of lot 1804257 has been reviewed not finding any annotation or deviation regarding the alleged defect. This screw comes from equipment from manufacturing process. Maintenance program is performed periodically in manufacturing lines. Since no incidence has been found in DHR review, the root cause of this incident cannot be determined. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet 2.functional inspection printing: once in the first pallet and once in the last pallet of the lot. Assembly: once in the first pallet and once in the last pallet of the lot. Primary packaging: once in the first pallet and once in the last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the non-conformance cannot be determined. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.

Event description:
It was reported that a plunger of a bd plastipak¿ syringe was hard to push down, and a screw was found inside the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plunger of a bd plastipak¿ syringe was hard to push down, and a screw was found inside the syringe.